Event description:
It was reported that a polaris driver tip fractured intra-operatively. There was no patient impact and they were able to remove the screw without any issues.

Manufacturer narrative:
H3: "device evaluation anticipated, but not yet begun" is erroneous and no longer applies. The device was evaluated. Corrections in h3. Additional information in h6: investigation type, findings, and conclusions. Device evaluation: the returned device matches the information in the complaint file and was examined. Visual inspection revealed the tip has fractured. Root cause: this event could be attributed to excessive torsional forces applied during use. DHR review: there was one non-conformance associated with this lot related to hardness on certificate of conformance does not match the drawing. Eco-09265 was issued to update the print and the devices were released "use-as-is". The device was likely conforming when it left highridge medical¿s control. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported that a polaris driver tip fractured intra-operatively. There was no patient impact and they were able to remove the screw without any issues.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.